Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, (B)(6), +23.0d) was implanted in the left eye on (B)(6) 2023. The patient had 1 light adjustment and no lock-in treatments post-operatively. Upon returning to clinic on (B)(6) 2025, the patient complained of blurry vision. The patient had an additional light treatment on (B)(6) 2025 and returned to clinic on (B)(6) 2025 complaining of continued blurry vision and halos. The lal+ was subsequently explanted on (B)(6) 2025 and replaced with another lal+ (sn (B)(6), +23.0d).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).